Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the reported issue was discovered during preventative maintenance of the device. The ccm was replaced.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) display was blank. There was no patient involvement.